Event description:
It was reported that a capd disconnect y-set had a hole in the middle of its drainage bag. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Clear passage and clamp function testing were performed with no issues noted. Visual inspection and leak testing identified a hole at the center of the bag panel. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.